Event description:
It was reported that after completing a fistula procedure (off-label use) and upon removal of the catheter, that distal part of the catheter broke apart after rupture of the sheath. No further complications were reported.